Event description:
The complainant reported use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, a 'placement signal unreliable' alarm occurred. Proper positioning was verified by fluoroscopy, and the physician was able to complete the atherectomy. There was no reported harm or injury to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs confirm numerous optical-signal-not-reliable events. The failure mode was reproduced in the lab. Optical bench test was taken before and after cleaning of the optical bench blue receptacle connector. The first results showed low signal not reliable which was consistent with the reported complaint. The root cause was an air gap caused by a dirty optical receptacle. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.